Manufacturer narrative:
B5: upon follow-up, it was reported that the patient experienced bacterial peritonitis manifested by slightly cloudy effluent, abdominal pain and vomiting. A day after the event onset, the patient was hospitalized and was treated with cilastatin sodium, imipenem (12.5/kg per day, intraperitoneal, discontinued after 39 days), vancomycin (five times per day, intraperitoneal, discontinued after 22 days) and gentamycin (once per day, intraperitoneal, discontinued after 22 days) for the event. Approximatley 26 days after being hospitalized, the patient was discharged from the hospital. At the time of this report, the peritonitis event was resolved. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis (pd) patient experienced a peritoneal infection. The cause and hospitalization were not reported. The patient was treated with imipenem, vancomycin and gentamicin for the event. At the time of this report, the patient has recovered from the event. Action taken with pd therapy was unknown. No additional information is available.